Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 347 mg/dl while wearing the pod for less than 1 hour. The cannula was not visible after removal of the pod.

Manufacturer narrative:
A rotational sensor error caused the device to complete the priming sequence earlier than expected. The device was reset and rerun, and the rerun data presented rotational sensor errors as well. Contamination was observed on the commutator cap. This contamination can be attributed as the cause of the rotational sensor error that prevented the needle from deploying by the end of the priming sequence.